Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c.® therapy. This report is being filed due to possible use error. The patient has a known history of "multiple recurrent infections," is noted to be non-complaint with wound care, and was informed that "not having the vac changed for multiple days can be detrimental to her overall health." Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, -untreated or inadequately treated infection, -inadequate hemostasis of the incision, -cellulitis of the incision area.

Event description:
On 24 jul 2017, the following information was reported to kci by the patient: the patient reported she has an infection and the activ.a.c.® therapy unit has the same odor. On 24 jul 2017, the following information was reported to kci by the patient:: the patient stated she has an infection and the unit is contaminated with the same wound infection. The patient reported her wound is from an incision and drainage due to infection but stated this is not the infection she has now. Per review of kci records, per wound care clinic note, on (B)(6) 2017, the wound care center nurse contacted the physician to update that the patient has not been compliant with appointments and vac changes. Discussed that patient will come inconsistently for 2-3 appointments and then go 5 days in-between without a vac change. Stressed that patient is at high risk for infection and possible sepsis if she does not consistently have the vac changed. On (B)(6) 2017, the wound care supervisor spoke to the patient and "stressed the importance of consistently coming to appointments to have the vac changed ... Reinforced that not having the vac changed for multiple days can be detrimental to her overall health." She discussed with the patient about if the patient has one more no call no show, wound vac will be removed permanently and patient will be discharged from wound clinic. On (B)(6) 2017, the patient was subsequently discharged from the wound care clinic due to noncompliance. On (B)(6) 2017, the patient presented to the emergency room with v.a.c.® therapy in place with complaints of odor and infection. The patient "states she did not have supplies to remove v.a.c. Dressing and place wet to dry." The patient was admitted and received intravenous antibiotic therapy. The patient was discharged on (B)(6) 2017. Per wound care noted dated (B)(6) 2017, the patient is morbidly obese and since her panniculectomy in (B)(6) 2016, the patient has had "multiple recurrent infections." Dates not provided. V.a.c.® therapy was re-applied. It was also noted that the "patient requires continued skilled wound care for sharp debridement prn [pro re nata/when necessary] ...]" Per review of kci records, on (B)(6) 2017 the activ.a.c.® therapy unit was swapped for another activ.a.c.® therapy unit and continues to receive activ.a.c.® therapy. No additional information is available. On jun 05 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On aug 01 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.